Event description:
It was reported that balloon rupture occurred. The patient was treated in the basilic vein puncture. A 7.0 x 40, 75cm mustang balloon catheter was advanced to dilate the stenosed segment. During inflation, at 20 atmospheres, blood was found in the pressure pump. The device was removed and it was confirmed that the balloon had ruptured. Another of the same device was used to complete the procedure. No patient complications were reported. It was further reported that the target lesion was 70% stenosed, moderately tortuous, and moderately calcified. The balloon was inflated once for less than 30 seconds when the blood leak and rupture was noted. There were no fragments left inside the patient and no additional intervention performed during this procedure.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. E1 - initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient was treated in the basilic vein puncture. A 7.0 x 40, 75cm mustang balloon catheter was advanced to dilate the stenosed segment. During inflation, at 20 atmospheres, blood was found in the pressure pump. The device was removed and it was confirmed that the balloon had ruptured. Another of the same device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient was treated in the basilic vein puncture. A 7.0 x 40, 75cm mustang balloon catheter was advanced to dilate the stenosed segment. During inflation, at 20 atmospheres, blood was found in the pressure pump. The device was removed and it was confirmed that the balloon had ruptured. Another of the same device was used to complete the procedure. No patient complications were reported. It was further reported that the target lesion was 70% stenosed, moderately tortuous, and moderately calcified. The balloon was inflated once for less than 30 seconds when the blood leak and rupture was noted. There were no fragments left inside the patient and no additional intervention performed during this procedure.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. E1 - initial reporter facility name: (B)(6). The device was returned for analysis and the evaluation was completed on 09oct2024. A visual and tactile examination was performed, and it revealed that a longitudinal tear was identified in the balloon material. The tear measured 14mm in length and extended from a position 6mm proximal of the proximal markerband to 6mm distal of the proximal markerband. There were no damages or kinks observed on the tip and shaft of the device. Both markerbands were undamaged and present on the shaft of the device.